Manufacturer narrative:
Correction: ae or product problem from product problem to ae or reported event is both an adverse event and product problem device lot number from 19094966 to 19063646. Device expiration date from 01-apr-2017 to 28-mar-2017. Device manufactured date from 04-apr-2016 to 29-mar-2016. Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a catheter damage (detached). Damage was observed on the guidewire exit port assembly. The imaging core was found removed from the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No damage were found in the test guidewire. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that after the imaging core was removed, an unknown 0.025inch guidewire was inserted through the opticross imaging catheter, torqued it then released the stuck opticross imaging catheter.

Manufacturer narrative:
(B)(4).

Event description:
Ait was reported that imaging catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), the physician tried to deliver the opticross¿ imaging catheter to the target lesion in an attempt to perform intravascular ultrasound, however, the device was stuck in the strut of the implanted stent. The physician opted to remove the imaging core and "bailed out" from being stuck. The opticross¿ imaging catheter was completely removed from the patient. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.